Event description:
The customer reported that the pump battery was depleting too fast, leading to a pump shutdown, which required the customer to resume insulin manually. There was no adverse impact on the customer¿s blood glucose level. Tandem technical support decided to replace the pump, and the customer opted to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. Technical support confirmed the shipping address for the replacement and instructed the customer on how to put the pump into storage mode before returning it, with the customer acknowledging these steps.